Event description:
Additional information was received. Rep reported patient having difficulty with recharging, that the implant doesn't recharge fully due to longer recharge time, thus the implant dies after 2 days. Patient's usage has decreased to try and conserve battery. Rep wasn't able to interrogate the implant to check usage or the recharge data. Recharge speed was at 4, full speed. Patient kept the controller awake to monitor recharging; technical services (ts) reviewed with rep and patient that it will take much longer to recharge with the screen awake. Technical services(ts) had rep check the recharger through the passive recharge mode and numbers got to 98 and it doesn't fluctuate even when the wire was moved, to indicate the recharger wasn't an issue. When rep called they were about 20 minutes into recharging with patient, with the battery in the red. Ts reviewed with rep that ts can replace the recharger if requested. Rep said they will work with patient further for now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt says that the ins battery goes to zero after only a couple of days, and says it takes "hours and hours" to charge up the ins again. Recharger (rtm) has no physical damage on it. They said issue started over the last couple months. Patient also said that they have uncomfortable vibrations down their legs, and at first they said this only happens when they charge ins but later said it happens all the time. They said its been happening for months and months and is increasing. These issues appear to be related and recommended they follow up with hcp. During the call the pt started charging ins and says both the ins and controller are currently at 100 percent and says excellent charge quality. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they are seeing their hcp on friday. Recommended pt call hcp to see if a manufacturer representative (rep) can be at the appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.